Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was advised to use backup plan. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm noted. Intermittent act button response due to corroded keypad trace. Unit passed displacement test. Unit received with corroded battery tube, cracked reservoir tube lip, minor scratched lcd window, and cracked case at display window corner.